Event description:
It was reported that a trained surgical technician attempted arteriotomy closure using the starclose vascular closure system during a diagnostic procedure. When trying to remove the device from the common femoral artery, the operator felt a "dragging and scrapping" in the track. Once the device was removed from the patient, blood was noted to be visible and the clip was found lying on the top of the track. The clip was retrieved using hemostats. Reportedly, the clip earlier hung up in the track or the clip did not completely deploy and release from the device. Hemostasis was achieved with manual compression. There was no patient injury or effect reported. No additional information available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform neither a device investigation nor a device history record review in this case. We were not able to establish a root cause based on the available information. Thus, no corrective actions need to be initiated. (B)(4).